Event description:
During an implant attempt of the subject device, the lead was not properly tightened using the associated screwdriver. The ventricular setscrew was turned with the screwdriver and click sound was confirmed; however, the lead came out from the port with the pull test. Tightening procedure was repeated another two times, but the lead came also out from the port. A new screwdriver was used and the lead was finally tightened. The pacemaker remains implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.